Event description:
It is reported that the patient's insulin pump is giving a no delivery alarm and she is having extreme high and low blood glucose levels. Patient's blood glucose levels have ranged from 20mg/dl to 596mg/dl. Patient was unconscious and paramedics responded to the scene. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked battery tube threads and scratched display window noted. Drive support disk was inspected and no anomaly was noted. No excessive no delivery alarms noted.